Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: g2 ("foreign" must be selected as the complaint is coming from japan), and h6 medical device problem code (remove 2907 - detachment of device or device component) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's reportable malfunction was confirmed. Additionally, the coating at the insertion tube was peeled off. Based on the results of the investigation, it is likely that the black pieces coming out of the device was caused by improper or insufficient reprocessing method or handling of the device. The peeled coating at insertion tube peeled off was likely caused by stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be established. The operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope, the user facility found several black rubber pieces. The issue occurred after cleaning of the device. There were no reports of patient harm.